Event description:
It was reported that this (rv) lead showed high out-of-range (oor) shock impedance measurements of 125 ohms. Technical services reviewed the case and noticed that this rv lead has showed regular shock impedance of between 110 and 120 ohms, which does not suggest an integrity issue with the product. It was recommended to increase the oor upper limit to 150 ohms and continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.